Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device interrogation, minimal noise episodes were noted on the ra lead but was not reproducible. No programming changes were made. Patient was stable.